Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device delivered some anti-tachycardia pacing (atp) inappropriately due to suspected atrial fibrillation. No intervention was performed to resolve the event and the patient was in stable condition.